Event description:
This unit was identified as having an issue that can deliver an oxygen concentration that does not match the intended concentration set by the user and may be impacted by the issue being addressed as part of correction and removal initiated by ge healthcare (gehc) on 20-may-2026 (gehc reference # (B)(4). There was no patient involvement.

Manufacturer narrative:
Ge healthcare (gehc) reported a field modification for an issue that can deliver an oxygen concentration that does not match the intended concentration set by the user per per 21 cfr 806 on 20-may-2026. (Gehc reference # (B)(4). Customers were sent a letter explaining the issue and providing instructions for inspecting for devices that have an affected blender. Gehc will replace all affected units. Block a: no patient involvement. Legal manufacturer: gehc trout - 3114 n grandview blvd. USA waukesha, wi 53188.